Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 381 mg/dl after dinner. The ilet delivered insulin, and bg values later returned to range. The user reported no symptoms, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.